Manufacturer narrative:
MDR 2183456-2019-00022 has been filed past the 30-day timeframe. Through the 2019 FDA inspection, it was identified that while ad-tech was evaluating reportability for actual events in which death or serious injury had occured, ad-tech had failed to submit events in which a malfunction was reported and could result in a serious injury if the event were to recur. As part of the investigation, a two (2) year retrospective review of complaints was performed to determine which complaints required submission of an MDR. A drill bit seized in the guide and had to be replaced by a back-up. Because a replacement was readily available there was no impact to the patient.

Event description:
Customer encountered drill bit fusing to the drill sleeve guide on the 4th hole. They had a backup and successfully placed the depth electrode. The patient was not affected by the incident.